Event description:
On 07/25/2024, during review of the patient ecog data high impedance and abnormal signals were noted on the 2nd contact on the right lead. No changes were made to the programming at that time. The lead was replaced on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Both leads are pending return for investigation. Review of the lead ecog data is indicative of a lead break. Second lead reported to the FDA 3004426659-2024-00046.